Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected component clinical codes.

Manufacturer narrative:
Report number: 1038671-2023-01292 d10 concomitants: 2514378 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t 2708216 200-02-32 - three peg patella 32mm 2734596 204-34-02 - fluted stem extension 25l x 14 mm 2737135 204-70-00 - tibial stem ext. Screw multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01292 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal department 64 y/o female patient had a left knee replacement on (B)(6) 2013. Approximately 7 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. Patient experienced prothesis wear, loosening, osteolysis and implant pain. Post-op diagnosis: failed left total knee arthroplasty secondary to osteolysis. Aseptic loosening femoral component left total knee. Large cortical osteolytic defect noncontained anterior medial tibia. Four large area of osteolysis in the lateral distal femur, contained defect. Findings: loose femoral component with de bonding from the implant between the implant and the cement mantle noncontained anterior medial tibial defect secondary to osteolysis severe polyethylene wear from the medial side of the polyethylene tray, large lytic defect in the anterior distal femur laterally this was a contained defect severe thinning of the lateral femoral condyle. The patient tolerated procedure well and transferred to recovery in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.